Manufacturer narrative:
Product analysis #249765823:analysis information -- 2020-02-21 12:11:07 cst pli# 20 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Continuation of d11: product ID 388928 lot# unknown serial# implanted: explanted: product type lead product ID 3093 lot# unknown serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4); analysis information -- 2020-02-21 12:11:07 cst pli# 20 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Product ID: 388928, lot# unknown, product type: lead; product ID: 3093, lot# unknown, product type: lead. Analysis of the ins (s/n: (B)(4)) found the setscrew was backed out beyond the point of being able to engage with the connector block. Analysis of the lead (s/n: unknown) found the conductor to be broken in the body of the lead at or near the tines. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the connection problem itself did not cause problems to the patient but the extent of the operation was larger than expected. The implantable neurostimulator (ins) had to be removed and a new ins was implanted which could be connected to the exchanged electrode. There was a technical problem occurred that the new electrode and the old ins did not lock, which was suspected to a procedural issue. Despite acoustic noise when reaching the torque and clearly visible tightening of the screw, it did not grip the electrode. Actions taken included multiple attempts by 3 different within the technique experienced surgeons. The connection problem did not resolve with the old ins. As it was decided to change the ins as well, the new ins did grip to the new electrode.

Manufacturer narrative:
Concomitant medical products: product ID :388928, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) reported a connection problem. Due to an existing fecal incontinence, the very slim patient received an implantable neurostimulator (ins) as well as tined lead electrode after a successful percutaneous nerve evaluation(pne)-test. During a later surgery, the electrodes were replaced without any problems but the new tined lead electrode could not be connected to the existing aggregate. Despite acoustic noise when reaching the torque and clearly visible tightening of the screw, it did not grip the electrode, so that despite multiple attempts of different surgeons (3 experienced surgeons) and 2 different wrenches, the electrode and aggregate could not be connected to each other. Accordingly, the decision was taken to also replace the ins aggregate. The new unit could easily be connected to the new electrode.